Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent a revision of unspecified breast surgery with 425cc mentor smooth round moderate plus profile saline breast implants experienced left-sided breast pain and left-sided lymphadenopathy, and unexplained systemic symptoms postoperatively, including discomfort from armpit to arm, and numbness in fingers and hand. Furthermore, the patient reported that ultrasound showed rough edging around the implant, and the patient had undergone ductal excision and biopsies that returned with atypical cells. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.